Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose value at the time of hospitalization was 500+ mg/dl. Cause of hospitalization as per health care professional was diabetic ketoacidosis (dka). Customer was wearing the pump at the time of hospitalization.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. No delivery alarm functioned properly. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).